Event description:
It was reported issues with iui connectors such as ¿observed with mushrooming and damage to the ribs between the iui connector pins,¿ ¿misaligned iui connector pins,¿ ¿contaminate on the iui connector pins,¿ and ¿corrosion on the iui connector pins". This was reported to bd representative during their site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported issues with iui connectors such as ¿observed with mushrooming and damage to the ribs between the iui connector pins,¿ ¿misaligned iui connector pins,¿ ¿contaminate on the iui connector pins,¿ and ¿corrosion on the iui connector pins". This was reported to bd representative during their site visit. There was no patient involvement.